Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 1mcg/ml at 0 .901mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On (B)(6) 2020 it was reported that the patient had a seroma over the pump so a dye study was performed. The catheter was unable to be aspirated. The patient would be scheduled for a catheter revision. Surgical intervention did not occur but was planned, though not yet scheduled. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6).2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that a magnetic resonance imaging (MRI) was performed due to the catheter being kinked. No further complications have been reported.